Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this device and competitor right atrial (ra) lead exhibited noise oversensing. Subsequently, the ra lead was surgically abandoned and the device was explanted. The suspected root cause of the noise oversensing was damage to the ra lead. No additional adverse patient effects were reported.